Event description:
It was reported that after the preloaded multifocal intraocular lens (iol) was implanted in the operative eye, the patient experienced difficulty seeing well at a distance. The lens was subsequently explanted and replaced with another johnson and johnson iol (ar40 model). It is unknown if medical or surgical intervention was required. Patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section b3: date of event: unknown/not provided, but the best estimate date is between sep 3, 2024, and oct 20, 2025. Section d6b: if explanted, give date: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.